Event description:
Customer reported that she was in emergency room for high blood glucose, were she was treated and released. Customer stated that the tubing on her infusion set was kinked and buttons on her pump are not responding.